Manufacturer narrative:
One sample was received for quality evaluation. Visual examination was conducted and no damages or abnormalities were identified. The infusion set was then primed by connecting it to an infusion bag full of water and a smartsite connector connected to the texium connector in order to open the flow path. While priming leakage was noticed coming from in between the texium connector and the smartsite connector. The customer complaint of leakage was verified. A trend for the failure has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review for model 1001336t lot number 22099215 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite texium secondary set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by customer that chemo secondary tubing was leaking at the insertion site of the secondary tubing to the green cap. Patient noticed this immediately. Tubing was replaced, majority of the chemo in line was expelled back into the bag. Patient was unharmed.